Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Customer declines a bd investigation.

Event description:
The customer reported a vague complaint of a device infusing faster than expected. It was reported that the facilities biomed checked the device after the event and found the ¿volume output was extremely inaccurate (over 30ml during the 12 ml test) and the device does not fully shut off when not pumping, a fast trickle occurs. ¿ the customer ordered replacement parts and will repair the device in house and will return the device to service after completion. Bd investigation service was refused by the customer.